Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the rpeorter did not provide a lot number or any identification traceable to manufacturing documentation.

Event description:
A nurse reported this facility had two pt's developed sterile endophalmitis following cataract surgery performed 1 week ago. The nurse states the cause of these events is not known and they are not blaming any product. Additional information was requested but not received.